Event description:
It was reported that there was an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump and guided the caller through the pump reset process.